Event description:
It was reported that hematoma occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was aborted due to patients laa anatomy. At the end of the case, upon removal of the access sheath, a puncture was noted to patients artery and vein at the access site. At this time, the vascular surgeon came in to the hybrid or and performed a successful vascular graft procedure to repair the large hole in the groin vasculature. It was believed that the puncture was caused by the perclosure device used at the start of the case when the groin was initially accessed, but was not noticed until the end of the case. No other complications occurred. Patient is doing well and was discharged home after 2 nights in the hospital.